Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially repots light source started smoking while in use at the same time the headlight cable got extremely hot. On (B)(6) 2016 customer reports first use of device. Event occurred as soon as they hooked it up.

Manufacturer narrative:
On 6/21/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - there was no visible physical damage to the exterior of the mlx. The unit powered "on" but, the attenuator only opened approximately 80 percent. Inspection of the inner assemblies found the heat extended range mirror had been dislodged and was resting off to one side. It was determined that the out-of-place mirror was blocking the attenuator from fully opening. The unit was powered on again and smoke drifted from the front of the turret. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Repair history: n/a. Conclusion: the complaint report of ¿headlight cable got extremely hot¿ is considered to be confirmed. The mlx was repaired and returned to the customer. No manufacturing, workmanship, or material deficiency has been identified.